Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified underweight, a broken shell and others. A microscopic analysis was performed which identified a sharp edge break assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior due to an unidentified tear opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture, exchange due to voluntary recall, and "some rashes on the body."

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional additionally reported "some rashes on the body." Device has been explanted.